Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an unspecified procedure, a suture breakage occurred. The stent would not come out of the catheter upon pulling the suture. The suture broke twice and the stent was never deployed. The physician was able to retrieved the suture with a snare. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient condition listed as "fine."